Event description:
It was reported by repair work order that the unit was leaning toward the patient left due to a bent base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.